Event description:
Customer reported she has to press the act button multiple times before it responds. Customer's blood glucose was 99 mg/dl. Customer reported she sometimes cleans the device since has dropped food on it or hands are dirty. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button due to corroded keypad traces. The device had cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.